Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigating of the actual device involved in the incident, a technical support specialist (tss) dialed in to the server and found that the patient was not available on the server. Later, the customer confirmed that the issue had been resolved on their end. The hospital inhouse team addressed the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient appeared in a preadmitted status on the server and was not crossing over from the es server to the pyxis station. The issue had also occurred previously with another patient. There were no adverse events or injuries reported based on this event.